Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the drill bit broke inside of the patient. The surgeon was using the 5.0 cannulated drill bit out of the 6.5mm/7.3mm cannulated screw and instrument set. All broken pieces were removed from the patient. It unknown if there was a surgical delay. It is unknown if procedure successfully completed. No patient consequence. This is report 1 of 1 for (B)(4).